Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that he was refilling the pump and when he was filling the tubing, he received the motor error. Customer's blood glucose level was 109 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was also advised to remove the pump battery to prevent continued alarms. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to the alarm. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube o-ring and a missing end cap sticker.